Manufacturer narrative:
The report of a dopamine infusion turning off without kvo was confirmed in the pcu event log. The pcu event log shows syringe module s/n (B)(4) received a remote IV request for dopamine 30mg/50ml (drugid 104) at 1:31 am on 13 december 2020. The user selected a 50ml bd syringe with 48.0755ml detected. The user entered 5ml for the vtbi and started the infusion. The rate was 0.34ml/hr. The infusion ran at several rates before completing at 1:40 pm. The reason the infusion stopped was due to the infusion reaching its programmed vtbi, which in this case was 5ml. A review of the device error logs found no errors during the time of the reported event. The devices were not returned for investigation. The root cause of the reported dopamine infusion turned off without kvo was identified as user programming. Device history review of the syringe module s/n (B)(4) service history record showed the device had a manufacture date of 17 july 2006. A review of the device service history record was performed beginning from the date of manufacture to the present date 30 december 2020 and indicated that this device has been previously returned four times for service for non-related issues. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Event log was provided for investigation.

Event description:
It was reported that in the nicu an infant had an ordered infusion of dopamine 0.6 mg/ml in dextrose 5% (d5w) in a 50 ml IV syringe to be run at 0.21 ml/hr. And the pump beeped and turned off. The pump was running at 27ml/hr when it reportedly turned off without kvo (keeping the vein open). Serial number of 8100 - 14806194 and pcu - 14612082. Nurse noticed when issue occurred and fixed it. It was reported no harm to patient.

Event description:
It was reported that from the nicu an infant had an ordered infusion of dopamine 0.6 mg/ml in dextrose 5% (d5w) in a 50 ml IV syringe set to infuse at 0.21 ml/hr. When the pump beeped and turned off. The pump was running at 27ml/hr when it reportedly turned off without switching to a keep vein open (kvo) rate. The nurse noticed this when the issue occurred and fixed it.. It was reported that there was no harm to the patient.